Event description:
The following was reported to hamilton medical ag: inspected ventilator showing error 232003 (paw sensor defect) and self test failed the subject ventilator was installed at (B)(6) hospital (B)(6) on (B)(6) 2022. In (B)(6) 2022 a machine developed a problem in pressure sensor assembly. When our engineer mr. (B)(6) visited the hospital, the doctor scolded him and was asking the question: how come such a reliable branded ventilator conked off within such a short span, is this kind of quality/ reliability of this ventilator? And he was asking us to replace the unit with a new one or cancel the order and take the unit back. Wwe convinced him and repaired his ventilator. Again in (B)(6)2023 the same problem came in pressure sensor assembly. Then this time he became very angry and started shouting again. This time again we convinced him and repaired the unit. Now again there is a breakdown unit showing technical error 232029, device temperature high, self test failed. The doctor is absolutely angry and wild and asks hamilton service engineer to visit the hospital personally. No patient harm or consequence reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields .

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator showing error 232003 (paw sensor defect) and self test failed the subject ventilator was installed at (B)(6) on (B)(6) 2022. In november 2022 a machine developed a problem in pressure sensor assembly. When our engineer mr. (B)(6) visited the hospital, the doctor scolded him and was asking the question: how come such a reliable branded ventilator conked off within such a short span, is this kind of quality/ reliability of this ventilator? And he was asking us to replace the unit with a new one or cancel the order and take the unit back. We convinced him and repaired his ventilator. Again in august 2023 the same problem came in pressure sensor assembly. Then this time he became very angry and started shouting again. This time again we convinced him and repaired the unit. Now again there is a breakdown unit showing technical error 232029, device temperature high, self test failed. The doctor is absolutely angry and wild, and asks hamilton service engineer to visit the hospital personally. No patient harm or consequence reported.